Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinical registered nurse (rn) reported that a 2008t hemodialysis (hd) machine displayed a "low tmp" message and the blood lines clotted an unknown amount of time after the initiation of a patient's hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a low tmp alarm. Fresenius bloodlines and a fresenius dialyzer were also in use. The patient¿s blood was rinsed back except for the 1 ml lost to the clot. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment continued with new supplies. An unknown time later, the machine again displayed a "low tmp" message and the blood lines clotted. The patient's blood was rinsed back except for the 1ml lost to the clot. The patient decided to ended treatment twenty-two minutes early. There were no issues as a result of ending treatment early. The facility's biomedical technician (bmt) said that the machine is still out of service and has been scheduled for a fresenius field service technician (fst) to visit the facility and repair it. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst calibrated the flow and dialysate pressures. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified calibration issues that caused the machine to alarm and the subsequent blood clot. The complaint event was confirmed.

Event description:
A user facility¿s clinical registered nurse (rn) reported that a 2008t hemodialysis (hd) machine displayed a "low tmp" message and the blood lines clotted an unknown amount of time after the initiation of a patient's hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a low tmp alarm. Fresenius bloodlines and a fresenius dialyzer were also in use. The patient¿s blood was rinsed back except for the 1ml lost to the clot. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment continued with new supplies. An unknown time later, the machine again displayed a "low tmp" message and the blood lines clotted. The patient¿s blood was rinsed back except for the 1ml lost to the clot. The patient decided to ended treatment twenty-two minutes early. There were no issues as a result of ending treatment early. The facility¿s biomedical technician (bmt) said that the machine is still out of service and has been scheduled for a fresenius field service technician (fst) to visit the facility and repair it. The complaint device is not available to be returned to the manufacturer for evaluation.